Event description:
It was reported that a lead alert triggered. The right ventricular lead was noted to have some sensing integrity counter counts, but no noise or oversensing was noted. The patient also reported having a surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Six (6) - ventricular nst (non-sustained tachycardia) <=210 ms between (B)(4) 2012 02:39:54 and (B)(4) 2012 14:55:09. 1- vf=210 ms average v-cycle on (B)(4) 2011 14:20:27. 1 - patient alert for lead failure predictor on (B)(4) 2012 13:58:52.